Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt stimulation in the wrong location. The patient no longer felt stimulation in his legs, and instead of feeling stimulation in his lower back he felt stimulation in the "kidney area." It was later reported that the patient experienced a loss of therapeutic effect and loss of left leg coverage, but had good pain coverage in his back area. There was no known accident or incident related to this event. A manufacturer representative was going to check the device at a clinic on (B)(6) 2011.